Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na

Event description:
It was reported that the procedure was performed to treat a moderately calcified, heavily tortuous de novo left anterior descending artery. The 3.0x48mm xience xpedition was deployed and a dissection occurred. A new unspecified xience stent was deployed to cover the dissection and successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.